Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, suture, and depth straw were not returned. The needle assembly is bent. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. An analysis of the customer provided image found the device with the suture outside attached to it. The t implant is also attached to the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, excessive biodebris, or improper technique. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: e2 & e3.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the suture on the ultra fast-fix was stuck and could not come out. All the ts were removed using tweezers. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: corrected information in b5.

Event description:
It was reported that during a meniscus repair surgery, the suture on the ultra fast-fix was stuck after deploying the t1 implant and could not come out. All the ts were removed using tweezers. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.